Event description:
The customer reported to olympus, the duodenovideoscope tested positive for an unexpected contamination. The issue was found during routine microbiological culture of the scope during reprocessing. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and waiting for the test results. The customer has not provided the cleaning, disinfection, and sterilization process performing at the user facility. There was no patient infection. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: dec 27, 2023 sampling from: all channels cfu: 3 cfu/endoscope (3 cfu/100ml) bacterial identification: staphyloccocus a coagulase negative sampling from: distal end cfu: <1 cfu/endoscope (<1 cfu/100ml) bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the positive culture. The event of positive culture was confirmed and an additional event was added where residue remained inside the mouthpiece and connector. The following defects were noted: - bending section rubber glue --- scratched - mouthpiece --- defect - air/water cylinder --- scratched - suction cylinder --- scratched - air/water separator --- defective - bending tube --- shorten - biopsy channel --- scratching - annual preventative maintenance required on forceps elevator however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause for both events could not be determined. However, it is likely that reprocessing was insufficient. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: for the event of positive culture: IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ for the event of residue remained inside the mouthpiece and connector: the event is detectable/preventable by handling in accordance with the following IFU sections: - tjf-q190v operation manual 3.3 inspection of the endoscope states detection methods. - tjf-q190v reprocessing manual 5.3 preclean the endoscope and accessories, 5.5 manually cleaning the endoscope and accessories states preventive measures. Olympus will continue to monitor field performance for this device.